Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no non-conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump would alarm that the dose was done, but that there would be approximately "3/4 of the formula left in the bag". They state that the pump is not delivering the formula accurately. Mmdg did follow up with the initial reporter, who stated that the patient was fine after the complaint. (B)(4).